Event description:
The pt called lifescan and alleged that their meter was set to the incorrect unit of measurement. They reported an event that took place several months algo. They tested their blood glucose at 7:00 a.m. And obtained a result of 51 mg/dl. The pt interpreted the result as 5.1 mmol/l, which, converted, would read 92 mg/dl. The pt took heir insulin after obtaining this result. They reportedly continuted to take more insulin as the meter kept registering high. They reported that they were home alone at the time. They called the operator (they do not recall why they called the operator) and was "mumbling". The operator called the paramedics over to the pt's home. The pt does not recall if their blood glucose was tested, however, they did treat them with glucose and gave them something to drink. They were taken to the hosp, where a reading of around 1mmol/l was obtained, and released 3 to 4 hours later. They do not recall if they received any treatment at the hosp. The pt stated that the meter was previously set to the correct unit of measurement and they did not make any changes in the set-up mode. Based in the info supplied by the pt, it appears that the confusion of the unit of measurement lead to hypoglycemic event. Although their original glucose value was low (51mg/dl) since they misinterpeted the result and treated themself with insulin based on the reading, they experienced severe hypoglycemia. A replacement meter is being sent to the pt.